Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The location of the three cm incisional hernia was in the right lower abdomen from an open appendectomy procedure twenty to twenty five years ago. The indication for the original surgery was appendicitis. The incisional hernia was initially diagnosed on (B)(6) 2011. The mesh was used for a primary repair of the incisional hernia. Adhesions were the cause of the pain. Currently, the patient is free of pain. Conclusion: photographic images of the mesh were reviewed. The photos show the mesh after the adhesiolysis over the circular area. There appears to be innumerate metallic tacks or clips fixing the mesh to the abdominal wall. The tacks appeared to be placed randomly and densely in the small, circular area, which was corresponding to the tissue adhesion on the mesh. The actual reason for the tissue adhering to the small area of the mesh cannot be determined.

Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2011 and mesh was used. The patient experienced pain on (B)(6) 2011 in the lower abdomen prior to being seen by the physician. Patient underwent a second procedure on (B)(6) 2011 for the pain. During the procedure, adhesions were removed. The mesh was left in place. The patient is free of pain currently.